Event description:
Tech alleged, the siderail will not latch in up position.

Manufacturer narrative:
Tech found sticky substance in latch pivot area. He flushed the area with warm water while cycling and dried latch area to resolve the issue. No pt impact. Bed was out of service.